Event description:
Tech was disposing of a blood collection set (catalog number unk) into a bd sharps container. She accidentally stuck herself on the IV neede while trying to dispose of device into a sharps container. Hiv and hep testing performed on tech and source. Results are confidential as per hosp policy.